Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 47 mg/dl. The customer was treated for the low blood glucose with glucose tablets. The customer declined to troubleshoot for low blood glucose level. The product was replaced. The product was not returned for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.